Event description:
The customer stated, that he performed control tests and received results in the 300's (mg/dl). The normal control range was 100-139 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement products will be sent.